Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient underwent multiple inappropriate shocks. During re-intervention, it was observed that the lead electrical parameters were irregular leading to reportedly conclude that the lead was broken. The subject device was explanted and returned for analysis. Preliminary analysis showed that the subject device operates within specification.

Event description:
Reportedly, the patient underwent multiple inappropriate shocks. During re-intervention, it was observed that the lead electrical parameters were irregular leading to reportedly conclude that the lead was broken. The subject device was explanted and returned for analysis. Preliminary analysis showed that the subject device operates wihtin specification.